Event description:
Information was received from a patient indicating that she feels constantly short of breath, even during stimulation off time. She has had to start using an inhaler because of the shortness of breath. Patient had her settings adjusted/lowered repeatedly by the neurologist, though they haven't been changed recently. Patient stated that she doesn't think settings can be any lower at the moment. No additional relevant information has been received.